Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a new cartridge and had found that the o-ring from the previous cartridge had detached and remained on the pump. The customer removed the o-ring. Upon loading the new cartridge, a cartridge alarm 19 occurred. The customer successfully loaded another cartridge. The customer's blood glucose level was not impacted.